Event description:
It was reported to boston scientific corporation, that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the tip of the device was noticed to be bent. No other abnormalities were noted with the device or the packaging. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).